Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a pentaray nav catheter and observed it entangled in the prosthetic mitral valve which resulted in the spline sheared off. During the mapping procedure in the left atrium with a prosthetic mitral valve in place, the pentaray nav catheter became entangled in the valve at the end of the procedure. Despite careful, fluoroscopy guided withdrawal, one spline remained caught, causing the outer sheath with the electrodes to separate (shear off) from the remainder of the catheter. The patient experienced no impairment or complications. The valve was not damaged and works properly. At the time of the procedure, no foreign bodies were detected in the cardiac or thoracic region. Additional imaging was ordered to further evaluate and search for a potential foreign body. No patient consequence. Additional information was received. The issue was about a spline of the pentaray nav catheter, and not about the tip of the catheter. The outer shell of one of the pentaray nav catheters spline was sheared off and was completely separated from the rest of the catheter. Only the inner wire stayed at the rest of the catheter. The abbott sl0 sheath was used. Attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31886341l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).